Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (alarm 30) occurred during the loading sequence. Customer's blood glucose reached 200 mg/dl. Customer loaded a new cartridge successfully.